Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The physician also stated the fracture was responsible for pericardial effusion. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s). Complications listed above.